Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. Reportedly, the pump and transmitter regained connection. Customer's blood glucose (bg) level was 40 mg/dl. Customer alleged that the decrease in bg level was due to a loss of connection. No additional patient information was available.